Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when the power PICC catheter is inserted, it becomes soft upon contact with blood, making insertion and loop formation difficult. No further details available or provided.

Event description:
Additional information received on 19dec2025. It is evident when performing the procedure with the catheter in a patient with adipose tissue in both upper limbs. Upon insertion, a loop is evident in the catheter. An attempt was made to reposition the catheter using the recommended techniques, but the catheter became kinked, which prevented its insertion with the insertion sleeve. Use of another catheter. No prolonged hospitalization or medical intervention required.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.